Manufacturer narrative:
There was no pt present. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. During a functional test the psu returned high geometry on the active frame reduced tracking on the passive probe. There were too few markers identified to run an (B)(4) test. The psu was out of calibration. The part was replaced and the issue was resolved.

Event description:
A medtronic rep emailed a g16 request for a treon camera. He said the camera was not working. He believes the power is not stable. It works at first time, but it automatically shuts off and on continually. Also camera has status black sometimes. He said they changed the power communication cable and also checked the camera sensor cable. Furthermore, they tried to replace another camera and checked, the result was another camera worked with the same cable which means there was an issue with the camera. There was no pt present.